Manufacturer narrative:
Zimmer biomet complaint (B)(4). UDI: (B)(4). D10: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.' One osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction. Implant had cover screw still in it. Bone debris present on the threads of implant. Signs of use. Product matched print specification when measured functional testing to recreate the reported event could not be performed due to the nature of the device and event. A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth 25 (universal) and was used for approximately 28 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: 4869 rev 9-10/19; adverse effects; page 2. DHR review was completed for the subject lot number (1227077). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.complaint history review was performed for the reported lot number (1227077) for similar event and no other complaint was identified.november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (pain) or product (tsvb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided, patient weight: not provided. Device not returned.

Event description:
It was reported that implant (tsvb10) was removed due to pain and discomfort. Swelling and redness was also noted.